Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the fenestrated bipolar forceps instrument was not recognized on any of the robot arms. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on in-house system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .149 - .070 in length and not axially aligned with the tube. No other damage was found.